Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that follow up information received from the patient's physician indicated that the patient was seen for a device check after the date of the report to the manufacturer and there were no issues noted with the ipg. In addition, it was noted that the patient got the ipg to correct asystole, not racing heart issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a "racing heart" and that they got the implantable pulse generator (ipg) implanted to correct the racing heart episodes. The ipg remains in use. No patient complications have been reported as a result of this event.